Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery a defect was observed at the tip of the loop, rounded tip of the haptic had turned white and had a jagged shape. It is unknown whether this was the original state or if it occurred when the iol passed through the injector nozzle. There was a patient contact. Additional information was received stated that there was no health issues to the patient and the vision was good.